Manufacturer narrative:
The device was subject to the decrement test field action issued by abbott on 10 march 2022.

Event description:
During capture threshold testing, the physician pressed the button to begin the testing as expected, however, the programmer froze and the device continued to decrement. The programmer was shut down in order to stop the device stimulation. After rebooting, the programmer completed the capture threshold testing normally. The event did not result in any patient consequences or adverse events.